Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2021. On (B)(6) 2021, the patient reportedly experienced hypoglycemia with vomiting, stomachache, ¿shivering frost¿ and nausea. The reporter was unable to provide cgm /bg values for that time frame. The patient¿s parents took him to the hospital and he was given IV glucagon. The mother initially reported that at the hospital they noticed that the cgm and bg values were inaccurate. In one case the bg was 256 mg/dl, and the cgm 93 mg/dl. Another set of values, also taken at the hospital, were a bg of 108 mg/dl and a cgm of 53 mg/dl. During a follow up call the mother provided conflicting information, stating that both the pump and the cgm showed values over 500 mg/dl (the dexcom cgm app only displays values up to 400 mg/dl and then high for values above this, but that is the value reported). She could not provide a correlated bg value. At the time of the initial report the patient was improving but still having nausea and was still hospitalized. At the time of follow up the mother reported he was kept in the hospital for four days and was then at home and recovering. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b and c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.